Event description:
In 2008, the pt reported elevated blood glucose readings up to over 500 mg/dl with her normal range being 78-150 mg/dl. She stated, she was diagnosed in approx two months earlier with diabetes and just started on insulin pump therapy on two days prior to original date. She said, she is not experiencing any symptoms. She stated she has been urinating, but drank a lot of coffee and tea with sugar. During troubleshooting, the pt corrected the time on her insulin infusion device from p.m. To a.m. Troubleshooting did not find any product issues. The pt was advised to check with her healthcare professionals. On follow up with the pt on three days after the original date, the pt's roommate stated the pt's blood glucose readings yesterday was in the 200 mg/dl healthcare team on making the necessary adjustments. No product was requested to be returned for eval.

Manufacturer narrative:
No product will be returned for eval.